Event description:
It was reported that a screw driver broke during a cervical fusion procedure. The screwdriver broke at the tip. Patient status/outcome is reported as doing well. There was a two minute delay in the procedure due to broken product. No piece of the broken instruments remains in the patient. The broken product was removed easily without additional medical intervention and the procedure was completed successfully. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: a product development evaluation was completed. The driver exhibits a fracture at the distal tip. The tip from the joint is broken off; the liberated component was not returned. The angled screwdriver shaft was used as part of the zero-profile anterior cervical fusion system. The applicable technique guide (zero-p stand alone spacer) for zero-p system was reviewed. The system provides two screwdriver shafts (stardrive screwdriver shaft, t8, self-retaining and inner shaft for angled screwdriver) and a fixed angled screwdriver (angled stardrive screwdriver, t8, with sleeve, self-retaining) to insert screws and final tightening. If the patient anatomy does not allow use of straight instruments then angled instruments is recommended to use. The technique guide includes recommendation to use screwdriver shafts tightening the screw to the plate with 1.2 nm using a torque limiting attachment. The screwdriver shaft is also available in the zero-p va system however the angled screwdriver shaft is not included. Upon inspection of the received instrument, the reported condition was confirmed; evidence suggested that this parts failed due to shear forces beyond the shear strength of the material. However, if it is not clear if the torque limiting attachment was used and it is unknown during the procedure. A review of the applicable and associated drawings was performed. The materials and specifications were reviewed and are adequate for the device's intended use. It is likely that the torque limiting attachment may not have been used with the driver. Based on the evaluation results, it is not clear how the confirmed condition was caused however the reported device was found to be adequate for its intended. It is likely that the torque limiting attachment may not have been used with the driver. The disposition for this complaint from a design perspective is undetermined.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found. Device is an instrument and not implanted/explanted. This device used for treatment and not diagnosis. Placeholder.

Manufacturer narrative:
Additional narrative: the device shows wear and tear on the surface allover. The tip of the t8 component is broken off. The broken off part is missing. The microscopic view has shown that the welding was applied according the drawing. The device was produced and distributed on september 2013. The tip of the t8 component is broken off. The microscopic view has shown that the welding was applied according the drawing. The fracture is homogenous, which indicates material conformity. The manufacturing review shows that the correct material was used and the production procedure was according to the specifications. It is likely a mechanical overload during use caused this breakage, which would also explain the stress marks at the guide shaft. The relevant dimensions cannot be verified anymore due to the missing part. Therefore this complaint is indeterminate from a manufacturing standpoint.